Event description:
Report rec'd of a pump failing to alarm for air in line. A pt with a diagnosis of acute myelogenous leukemia was receiving hydration fluids of 2000ml over 14 hours. The pt had rec'd 1920ml of the solution when the pt's family member noticed air in the line. The pump reportedly did not alarm. The family member disconnected the tubing and discarded the remaining solution. The pt did not receive 80ml of hydrating fluids. The customer stated that they use a 1.2 micron filter administrative set for all infusions. The air had not reached the filter. The pt's family member disconnected the administration set and discarded the remaining solution. No air reached the pt. Though requested, no further info was available.